Event description:
Report received indicated the patient had a dime sized skin tear to the left edge of the wafer under th tape collar that occurred when the wafer was removed. The patient changes the wafer daily by choice. No further information was provided and the patient outcome was not reported.

Manufacturer narrative:
Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.